Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the pusher does not connect properly. When placing the splint, the pusher loosens so that the splint can no longer be moved.

Manufacturer narrative:
B3: estimated date. The review of the complaint history database, revealed no trends for the lot number 9717610. No sample was received for this complaint but we received samples for the same issue of disconnection between the stent biosoft and the orx pusher. On the samples received, we measured pusher and jj biosoft. The pusher was conformed to our specification, but the inner diameter of the stent was found above the specification. This situation can lead to a poorer connection which can explain an easier disconnection. The quality database was checked and revealed one non-conformity in relation to the issue mentioned: "jj biosoft out of specification". This non-conformity was opened following the reception of jj biosoft out of specification in the complaints process. The root cause analysis is ongoing at this time and actions will follow the results of the analysis. Documentary investigation was performed and no anomaly was recorded during the manufacturing process. A similar case study was performed based on biosoft product and the defect: functionality / disconnect from october 2020 to october 2024: 22 similar cases were found. A risk management file evaluation was performed. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.